Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, on the date of the reported event, the cartridge was filled with 250 units of insulin. Several hours later, the customer called back and reported that a new cartridge was loaded successfully and the customer received an accurate fill estimate. During one occurrence, the customer experienced an elevated blood glucose level in the 380's (mg/dl), which was addressed by changing the cartridge and delivering a bolus.